Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 275 (mg/dl). Customer administered boluses with the pump to treat bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they will change their infusion site.